Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc investigated the subject device, however the reported phenomenon was not duplicated. Omsc disassembled the subject device. And omsc confirmed that there was no abnormality in the imaging cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to electrical stress. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-10, an abnormality occurred in the endoscopic image. The user replaced the subject ltf-s190-10 to ltf-s190-5 and completed the procedure. There was no report of the patient's injury regarding this event.